Event description:
Pt had cochlear device, serial number (B)(4) placed in his right mastoid on (B)(6) 2016. The device stopped working; a replacement device was sent by advanced bionics. The non functioning device was replaced on (B)(6) 2019. The procedure was done as outpatient and the pt was discharged post procedure.